Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead had a lead dislodgement multiple time. Lead dislodgment was seen both diagnostically and visually. The ra lead was removed and replaced. The patient had no adverse consequences.